Manufacturer narrative:
At this time, it cannot be determined which one of the four reported screws allegedly fractured. Therefore, the event is being reported as an unknown screw and the device information provided for all four screws are as follows: 2080-0050/mkr9px, 2080-0030/mnex65, 2080-0020/mmrpwh x2. Reported event: an event regarding crack/fracture involving an unknown other hip screw was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's hip was revised due to the shell being in a vertical position. Intra-operatively, a screw was found to be broken. Rep was not present in the o.r. For removal of the acetabular components as the patient was being revised to competitor acetabular components and does not know which screw was broken. A shell, four screws, and a femoral head were revised to competitor acetabular components with a biolox head and sleeve. Rep confirmed there were no allegations made against the revised liner and head, provided the revision usage sheet, and confirmed that no further information will be released by the hospital or surgeon.